Manufacturer narrative:
The reported complaint of device "displays system error - revert to manual CPR" was confirmed based on archive data and during functional testing. The root cause was due to defective processor board as a result of wear and tear of the device. The autopulse platform was manufactured in november 2006, and it is almost 13 years old, well beyond its expected service life of 5 years. Visual inspection of the returned platform revealed no damage to the platform. A review of the archive was performed, and it showed system error 136 - invalid parameters block; thus, confirming the reported complaint. During functional testing, upon powering up the platform, "the system error, out of service, revert to manual CPR" was displayed. Therefore, the reported complaint was confirmed. Service will not be performed since the device is un-repairable due to parts no longer being available. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR." Multiple batteries were tried in the autopulse platform; however, the same issue was observed. No patient involvement.